Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported an error message when booting the automated impella controller, switched to backup console, no further problems or errors. There was no patient involvement.

Manufacturer narrative:
The investigation of automated impella controller (aic) - system self-check error has been completed. Based on the data log and device analysis the cause of the "system self-check error" was due to a malfunction with the purge unit driver. D9 device returned to manufacturer date added h8 usage of device was erroneously selected on the initial manufacturer device report number 1220648-2025-30349.